Event description:
It was reported that on (B)(6) 2023, a selenia dimension procedure was performed and during the compression, the patient had an injury. Hologic is submitting out of an abundance of caution. No additional information available.

Manufacturer narrative:
Device identifier: (B)(4).

Manufacturer narrative:
Customer provided additional information , issue happened in (B)(6) 2024 during a mammo screening , nothing was suspected wrong with the equipment, patient reported a neck and shoulder injury the do compression being too much apparently, no additional intervention or repairs reported.